Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510 k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, the involved device was not returned for analysis. The x-ray pictures received show : on (B)(6) 2017, a catheter placed via right jugular vein. But it is not possible to see if the catheter is correctly connected. On (B)(6) 2017, the disconnection and migration of the catheter. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that catheter disconnection is a known risk of access port implantation and, in this case, it happened only 1 week after the implantation. This leads us to hypothesise that the catheter was not correctly connected to the device by the user and the repetitive movements of the patient led to this premature disconnection. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"On (B)(6) 2017 the patient was implanted with the infusion port (implantable vascular access system) for chemotherapy. Chemotherapy was not started yet. On (B)(6) 2017, during routine flush of infusion port, leakage was discovered. X-ray imaging was performed. It was found that part of the catheter had fallen off and migrated to heart. Interventional operation was performed and the part of catheter was taken out."